Manufacturer narrative:
The account has not completed repairs.

Event description:
The accounts biomed stated the bed has no manual/emergency CPR function to lower the head of the bed. He can however lower the bed with the siderail controls. The CPR linkage is attached to the valve and it is pulling the valve when the pedal is pressed down.